Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programming assistance was requested for this pacemaker due to undersensing of atrial fibrillation (af) with a rate of 240 beats per minute (bpm) and inappropriate atrial pacing at 110 bpm. Technical services (ts) reviewed troubleshooting options and programming considerations. Upon reducing the atrial blanking after ventricular pacing, appropriate mode switching was observed. This pacemaker remains in service. No adverse patient effects were reported.